Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 500 mg/dl. Caller reported that she switched the customer to a different insulin pump. Blood glucose level at the time of the call was 38 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The correct information has been provided with this report.